Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the blood was drawn, an unknown foreign body was found in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples and no photos were returned by the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were visually inspected and the customer's indicated failure mode of foreign matter was not observed. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the blood was drawn, an unknown foreign body was found in the tube."